Event description:
On 02/02/2008, the pt reported that while changing the insulin cartridge the plunger became stuck to the piston rod of the infusion device and a small amount of insulin spilled into the cartridge compartment. She stated she dried the insulin from the infusion device. She was instructed how to remove the plunger from the piston rod. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No prod will be returned for eval.

Manufacturer narrative:
No prod will be returned for eval.